Event description:
It was reported that myopotential oversensing was noted when the patient presented to the clinic after getting vibratory alert. Patient was asymptomatic. Programming changes were made and no further events were reported.